Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000078943. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy, pain at the ipg site, and has been unable to place their device into MRI mode. Diagnostics revealed impedances on one lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue. It is unknown which lead has impedances.